Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to swap positions of solenoids 2 & 4. Fse advised that if changed to 1108 or 1109 to replace solenoid 4. The customer replaced the solenoid to address the issue and returned the ventilator to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator experienced a proximal pressure sensor autozero fail. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.